Event description:
A customer contacted physio-control to report that their lifepak 15 device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer will be provided with a replacement offer. The issue was isolated to the power pcb assembly.